Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen 500 mcg/ml (130 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was not provided. Other medications the patient was taking at the time of the event was oral baclofen (dose and frequency not provided). Pertinent medical history included cerebrovascular accident (cva), traumatic brain injury (tbi), quadriplegia, and spasticity. The patient had allergies to morphine sulfate (ms04). The patient first started experiencing an infection on (B)(6) 2014 and explant occurred on (B)(6) 2014 due to the infection. It was unknown what diagnostic were done related to the infection as they were performed by the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding the patient who received an unknown drug via an implanted pump. The indication for use was intractable spasticity. The consumer reported that their pump was removed due to an infection. It was noted that a company representative was present at the explant. Further follow up was done to determine drug information, if any diagnostics were performed, and when the explant and infection occurred.